Event description:
Customer reported the system is displaying a stator not on message. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power motor relay board. System operates as intended.